Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported capsular contracture baker grade iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant is no longer intact and has torn inwards", "intracapsular rupture" and "lymph nodes". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and rupture was received on january 05, 2026 with lot number 3083866. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: : observed an opening through microscopic inspection assessed as flow flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and stress marks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported "implant is no longer intact and has torn inwards", "intracapsular rupture" and "lymph nodes". Later healthcare professional reported capsular contracture baker grade iii. This record is for the right side. Device was explanted.